Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow blocked alarm. The customer's blood glucose was 431 mg/dl. The customer's blood glucose was 405 mg/dl at the end of the call. The customer declined to troubleshoot. The customer treated with insulin pump. The device was not returned for analysis.